Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A duodenovideoscope was returned to olympus by the field service engineer (fse) on behalf of the customer for an annual inspection service. During the inspection and testing of the returned unit, it was observed that there was foreign material in the forceps elevator, which is a reportable event. There were no reports of patient involvement in this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered foreign material in the forceps elevator due to insufficient or incorrect reprocessing of the scope. Additionally, the bending angle in the down direction was worn and did not meet standard, due to a stretched angle wire. The faulty parts were replaced. The device was inspected and passed olympus standards for all other functionalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.